Event description:
During colonoscopy, md using a cold snare to remove polyp. On the second opening the device was bent and would not open correctly. Staff removed the snare from scope and obtained a new piece of equipment that would open and close properly. FDA safety report ID # (B)(4).